Event description:
It was reported during use that the unit alarmed for device failure 12. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported during use that the unit alarmed for device failure 12. There was no patient injury reported.

Manufacturer narrative:
The affected device was analyzed onsite by dräger service and the log file was secured for detailed evaluation. Based on the log entries it could be confirmed that the device alarmed for "device failure (1)" and "device failure (12)" during use and performed multiple reboots of the ventilation unit resulting from the detected deviation. During the device test a faulty pba pi-main and pba m16.2 were determined to the root cause of the issue. After replacement the device passed the test according to specification. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the safety software will trigger a warm start of ventilation unit in order to reset the micro processing system to a specified state. A warm start sequence of the ventilation unit may last up to 8 seconds. In the event when the ventilation interrupts, the safety valve opens to ambient allowing for spontaneous breathing. After three ineffective reboots, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.